Manufacturer narrative:
(B)(4).

Event description:
It was reported that a risk of erosion was observed. The patient was hospitalized and started on antibiotics. The device was repositioned. The procedure went well and the patient was stable.